Event description:
The customer reported that while running a hepatitis c assay the sample handler, serial number 1934, failed to aspi12199301996 in two positions. No error message was given. Co field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 97-01824-04.